Event description:
A customer reported to baxter (B)(4) an anesthetic set without the tip protector which was discovered before usage. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in by the customer for an evaluation. A visual inspection was developed; the original packaging was opened. All components were present except the cap. The solutions were found inside. The quality engineer states that the cap was removed by the customer to use the set. Since the set was used, the reported condition was confirmed, however, the cause of this condition was undetermined. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.